Manufacturer narrative:
Correction: if action reported to FDA changed from fco86100188a to z-1923-2019.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed a red x and there was noise from the ac module. There was no reported patient or user involvement and no adverse patient/user impact.